Manufacturer narrative:
(B)(4). This code is used to address the use of the starclose se device in a calcified vessel. Per the instructions for use- precautions: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there were issues with sheath splitting. The whole sheath did not split and the thumb advance could not be moved due to resistance. The safety release mechanism was used to remove the device using a knife to trigger the button. A non-abbott device was used for 2 hours to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis found the handle halves were opened and the clip not deployed. The handle was pried open and internal parts had been damaged. A search of the manufacturing history record indicated no similar non-conformance records for sheath splitting issue and the inability to move the thumb advancer. The cause of the user's inability to activate the thumb advancer was due to an incorrect activation technique. Therefore both of these issues were related to the context of use and not a device deficiency. This product will continue to be monitored per departmental procedures.